Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) had atrial heart rhythm (ahr) episodes during device check and that the r-wave are large. The ipg remains in use. No patient complications have been reported as a result of this event.